Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint of e216 error code was not confirmed. Although it was not confirmed during testing, it is likely to have been a sporadic issue. The following non-reportable malfunctions were also found during the device evaluation: leak from insertion tube knob, damaged scope connector, and low angulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a leakage occurred from the up/down angulation control lever during user handling, then water invaded the device and caused an abnormality in electronic parts resulting in the e216 error. Additionally, it is likely reprocessing could not be conducted properly due to the water leakage on the device causing the foreign material to remain. The event can be detected/prevented by following the instructions for use which state: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." "Important information ¿ please read before use -precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." "3.8 inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal." "5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer further confirmed the patient was not in the room at the time of the event and there were no delays to the case. The patient was not sedated or under anesthesia. The device was returned to olympus for inspection and an additional product problem event was found. There was foreign material on objective lens likely due to insufficient or incorrect reprocessing.

Manufacturer narrative:
To date, the device has been returned to olympus for evaluation and is pending evaluation. A supplemental report will be submitted upon completion of the evaluation, investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an e216 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.